Manufacturer narrative:
Concomitant device returned. (B)(4).

Manufacturer narrative:
Upon visual inspection, the screw has fractured with only small particles remaining inside the implant. The remaining portion of the screw has not been returned for review. The internal hex of the implant has been stripped, potentially from customer attempts to remove the screw. A white residue remained on the external surface of the implant, indicative of patient contact. Dark residue also remained stuck inside the implant. The device history record for the screw could not be reviewed as no lot number was provided, however the device history record for the implant was reviewed. The review did not provide any indication of a manufacturing deviation that would contribute to this event. Review of the implant date ((B)(6) 2014) and the expiration date has confirmed that the implant was placed beyond its recommended shelf life of (B)(6) 2013. A definitive cause could not be determined.

Event description:
The doctor indicates that the screw has fractured inside the already integrated implant. The doctor has removed the implant.

Manufacturer narrative:
Device not returned to manufacturer.